Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been planned for bi-ventricular vad placement on (B)(6) 2015. The patient was high risk going into the procedure and was status post an st segment elevation myocardial infarction. The patient¿s heart was described as ¿very sick¿. On (B)(6) 2015, the night before the planned lvad implant, the patient went into atrial fibrillation with a rapid ventricular response. The patient did not have an ICD and required cardioversion. An lvad and an acute right ventricular blood pump were emergently placed. The patient never woke up from the implant procedure. An exploration was performed and clots were removed. The patient had been made "do not resuscitate". The patient went into ventricular fibrillation and expired on (B)(6) 2015, less than 72 hours after implant. After the patient expired, it was noted that there was evidence of multiple strokes; the patient had 6 areas of infarct on multiple lobes. According to the vad coordinator, there were no device issues and the patient expired due to cardiogenic shock.

Manufacturer narrative:
Approximate age of device: 1 day.a root cause for the reported event could not be determined through this evaluation. A full evaluation could not be conducted, because the system was not explanted for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.